Event description:
It was reported that bd plastipak¿ syringe leaked and had scale marking issues. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: leakage by the seal of the syringe used with an electric syringe shoot. Medicine contained in the syringe: propofol there is also a problem of graduation with these syringes consequences: treatment not administered. No other clinical consequence for the patient because propofol is not a vital emergency medicine but it could have been more serious if it had been norepinephrine precautionary measures and actions taken: change of syringe, same lot (only lot available in the room). No problem of leakage. The device has been preserved and is available at the pharmacy. Reporting situation ansm (national agency for drug safety): n. Which means: judged by the user, incident that took place during or after use of the device, existing gravity, serious risk.

Manufacturer narrative:
Investigation: one used sample and one photo were provided to our quality engineer for investigation. Upon visual inspection of the product, the scale marking is observed to be erased from the 15ml to 45ml marking. A leakage was identified between the stopper ribs, noting that the barrel was dented causing the stopper to be distorted against the barrel wall between these points and resulting in the leakage reported. A device history review was performed for provided lot 1901242 and no quality issues were found during the production process that could have contributed to this incident. Product is routinely inspected both visually and functionally throughout the manufacturing process to avoid any defects. While we could not identify a direct issue, it was confirmed this malfunction occurred as a result of the barrel jamming within manufacturing equipment.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe leaked and had scale marking issues. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: leakage by the seal of the syringe used with an electric syringe shoot. Medicine contained in the syringe: propofol. There is also a problem of graduation with these syringes. Consequences: treatment not administered. No other clinical consequence for the patient because propofol is not a vital emergency medicine but it could have been more serious if it had been norepinephrine. Precautionary measures and actions taken: change of syringe, same lot (only lot available in the room). No problem of leakage. The device has been preserved and is available at the pharmacy. Reporting situation (B)(6) (national agency for drug safety): which means: judged by the user, incident that took place during or after use of the device, existing gravity, serious risk.